Event description:
It was reported that one of the patients lead had flipped. It was noted that the second lead pulled down almost two vertebral levels. The patient underwent a lead replacement procedure and doing well post operatively. The explanted device were discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078482.